Event description:
Boston scientific received information that the patient with this pacemaker, experienced a syncopal episode and was subsequently hospitalized. The device was interrogated and revealed possible noise and oversensing. Attempts were made to reprogram the device to a lower the sensitivity wall and were unsuccessfully. A boston scientific technical service consultant was contacted and a review of the patient's EKG strips was requested. At this time the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. A boston scientific technical service consultant reviewed the EKG strips and discussed that noise was present on the strips and it was unrelated to cardiac signals. This noise has caused the oversensing, however no ventricular pacing pauses greater than two seconds was observed. The morphology of the noise maybe indicative of a lead and/or connection issue. It was advised that lead trouble shooting test can be performed to asses the lead system integrity or a review of the daily measurements can be analyzed to perform further troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.